Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that they could not turn on their liberty select cycler on power up. The display was blank. The patient was not connected during the incident. There was not a power outage. This was not an outlet issue. The power cord was confirmed to be securely plugged in. The ok and stop keys made sounds when pressed. The ts representative advised to discontinue use of the cycler. The patient was issued a replacement cycler because they were unable to turn the device on. The patient did not have manual/continuous ambulatory peritoneal dialysis (capd) supplies; they were not trained to perform pd therapy without the cycler. Upon follow-up with the patient, it was reported they could not perform treatment on the day of the reported event or the day after. However, it was confirmed there were no adverse effects experienced and no medical intervention was required due to the reported problem. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment, and visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. The voltage verification check failed. The failure was traced to the j1 (power supply) cable being disconnected. The cable was reconnected to continue testing, and the voltage verification check passed. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display was dim. An internal inspection found a short on t1 of the inverter board with lot code 2443 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The cycler underwent and passed a system air leak test and a valve actuation test. A pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. No discrepancies were encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.